Event description:
It was reported that a patient said "my first pacemaker only lasted 4 years. Now, my second one has only lasted 2 years. My doctor says there is something wrong with my atrial lead. Why are these not lasting for 5-7 years?". The pacemaker was removed, an atrial lead was capped and both were replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient said "my first pacemaker only lasted 4 years. Now, my second one has only lasted 2 years. My doctor says there is something wrong with my atrial lead. Why are these not lasting for 5-7 years?". Follow up information revealed that the atrial lead had high threshold and may have "displaced". The pacemaker was removed, an atrial lead was capped and both were replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.